Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was intractable spasticity and cerebral palsy. On 11-jan-2016 it was reported that the patient had a catheter revision in (B)(6) of 2012. The reason for the revision, drugs in the pump at the time of the event, the patient's other medications/pertinent medical history, troubleshooting performed, event date, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.